Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and found a third party battery installed on the ventilator and the power supply shorted. The fsr replaced the battery with a vyaire brand battery and replaced the power supply. The field service representative performed the operator verification procedure (ovp) and calibration, all passed. The fsr confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a motor fault. The customer advised there was no patient involvement associated with this event.